Event description:
It was reported that during routine testing of a back-up unit by the user facility's perfusionist, the cooling and heating unit was not pumping water. There was no patient involvement.

Manufacturer narrative:
Investigation is in process, but not yet complete.